Event description:
A (B)(6) female pt underwent evar on (B)(6) 2010. The physician placed a zenith flex main body stent graft and two zenith flex iliac leg grafts. The physician intervened at some point with glue or coils to resolve a suspected type ii endoleak. Upon follow up, a proximal type I endoleak was noted. There will be some sort of intervention but at this time, the details are unk. The physician is still deciding how to repair and when. Additional info received from the rep (B)(6) 2013: images have been sent from the first physician to a second physician to review and together both physicians will determine a treatment plan. The rep is getting images also for the manufacturer to review.

Manufacturer narrative:
Event date: unk as not provided by reporter. It is unk as of (B)(6) 2013 what the pt outcome is or if an additional procedure has been done to repair the endoleak. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.